Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for reasons not given. Customer stated that she was taken off the pump at that time. Customer reported that the insulin pump has a blank display after changing the battery. Customer's blood glucose reading was 159 mg/dl. Customer did not want to continue to troubleshoot. Product is not being returned or replaced.